Event description:
The representative reported that the patient had experienced a lack of therapy benefit; stimulation therapy had ceased (no date was provided). Bilateral ipg replacement had been scheduled in 2007, for normal battery depletion of the right-sided ipg, and for high impedance readings that were detected from the left-sided system (dates of system interrogation were not reported). The left-sided ipg was explanted and a new battery was placed into the pocket, an intra-operative impedance check continued to reveal high impedance readings and the left-sided extension was replaced. The new extension had been connected to the existing left-sided lead and to the new left-sided battery; when high impedance levels were again detected, the surgeon deemed the system problem was related to the lead product. The device had remained implanted on the same month, but was subsequently replaced (exact date of lead explant was not provided), with good outcomes. The bilateral system was reportedly working well after post-operative programming exact (date was not given). There was no injury reported; the patient had recovered without sequela. Only the left-sided ipg has been returned for analysis; the disposition of the right-sided ipg and lead products is unknown.